Event description:
It was reported that the patient presented for a follow-up in clinic after experiencing an episode of syncope. Upon interrogation, it was noted that the epicardial lead exhibited failure to capture and low pacing impedance. The lead was reprogrammed and the patient was in stable condition.